Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm occurred. An infusion set change were performed to address the occlusions. Customer's blood glucose level was 304 mg/dl.